Event description:
Event description cpi received information that these two sweet tip bipolar leads (4269's) were removed from service and capped, due to non-capture. After seven days and invasive procedure was performed and the (4269 258985) lead was capped. A new (4269 251595) lead was implanted. This lead also was removed from service and capped after only five days of implant, due to the lead tip (helix) not adequately fixating. A new lead was implanted (4316) along with a medtronic lead.